Manufacturer narrative:
Manufacturing record will be reviewed, a follow-up report will be issued after the investigation is complete.

Event description:
As reported: during a cto pci index procedure for the cto-pci study of a long, severely calcific non-tortuous lesion located in the prox. Lad, the subject suffered an ellis iii perforation of the distal lad while attempting to traverse retrograde with a turnpike lp microcatheter (study device). Perforation appeared to be largely contained and staining into fat. No actions were taken and resulted in vessel hematoma and residual dissection noted. Resolved without further sequelae. No adverse events were reported at study 30-day follow-up visit.

Manufacturer narrative:
Submission name correction: 2134812-2021-00030 turnpike lp. Incorrect: 2134812-2021-00030 manta.

Manufacturer narrative:
No product was returned to for evaluation. A manufacturing record review was completed and no related non-conformances were found. Case details were reviewed. The vessel (prox. Lad) was severely calcific and non-tortuous. The patient endured an ellis iii perforation of the distal lad while attempting to traverse retrograde with a turnpike lp microcatheter. Per IFU it identifies vessel perforation as one of the potential adverse effects that may be associated with the use of the turnpike. Perforation appeared to be largely contained and staining into fat. No actions were taken. Subsequently, the outcome resulted in vessel hematoma and residual dissection. IFU also identifies vessel dissection and septal hematoma as potential adverse events associated to the use of turnpike. It is unknown if the turnpike was damaged during use that could have contributed to the event or any other ancillary devices used in the case caused the event. The issue resolved without further sequelae. No adverse events reported post 30-day follow-up visit. Based on the information, the most likely root cause of the issue is undeterminable.